Event description:
It was reported "onset of repeated helium loss alarms after positioning patient on or table. Tee confirmed placement and no blood noted in driveline. Bpw showing mild kinking to iab. Patient repositioned as much as sterile draping would allow with persistent helium alarms. Volume reduced incrementally with no resolution of alarms with slight improvement to bpw. Decreasing assist ratio did not alleviate alarms. Volume reductions attempted with no improvement. Leak test completed and suspicious for abrasion. Iab removed and replaced with resolution of alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "onset of repeated helium loss alarms after positioning patient on or table. Tee confirmed placement and no blood noted in driveline. Bpw showing mild kinking to iab. Patient repositioned as much as sterile draping would allow with persistent helium alarms. Volume reduced incrementally with no resolution of alarms with slight improvement to bpw. Decreasing assist ratio did not alleviate alarms. Volume reductions attempted with no improvement. Leak test completed and suspicious for abrasion. Iab removed and replaced with resolution of alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine".